Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0405a, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v961943, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient has a sore on their scalp that was close enough to the incision and 6-8 weeks prior to date notified they decided to open the incision and move the lead away from the sore. It was moved on (B)(6) 2016 and at this point it looks great. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.